Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer also received a failed battery test. Customer's blood glucose level at the time 216mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, display window and battery tube threads.(B)(4)